Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a loss of consciousness and/or seizure however, they did not receive third-party medical intervention. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on returned sensor patch; no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (indicating storage state) with an event log 5 indicating insertion failure. There was no watermark at the base of the tail (indicating that the sensor was never inserted). Therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a loss of consciousness and/or seizure however, they did not receive third-party medical intervention. No further information was reported. There was no report of death or permanent injury associated with this event.